Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that after the catheter was placed (nephrostomy), leaking at the hub occurred. Per the physician, the hub had a defect that caused the leakage. The physician was unable to tighten the catheter. As a result, the catheter was removed and replaced with another one.